Event description:
Patient underwent an MRI without contrast at rush medical ctr in 2006. Scan was uneventful, however, patient had bilateral deep brain stimulators in place and impression notes that along the right stimulator tracts gliosis was noted probably related to the stimulator. Two years before, patient had a soletra pulse generator mode #7426, which was connected to a 51cm extension lead, medtronic model #7482, connected to the medtronic deep brain stimulator lead that was placed five days before, lot number 3389-40, number jo228145v.